Event description:
It was reported that the programmer was slow to boot and displayed an error message. Recycling power did not resolve the issue. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. There was an error on boot up. Keyboard found loose due to a damaged hinge pin. The stylus was missing.